Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.